Event description:
Staff members were unable to obtain a pt's (age and gender unk)ECG trace the staff was using a three lead cable and the unit's monitor screeen only displayed a dotted line for an ECG trace. There is no indication of any adverse effect on the pt.